Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent an endovascular procedure, where an 11 × 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was meant to be implanted for the treatment of an unknown etiology in the pelvic region. During advancement, the 11 mm vbx stent graft became lodged inside the 9fr introducer sheath (unknown manufacturer) and could not be withdrawn through it. The vbx stent graft, guidewire and sheath, were therefore removed together through surgical cut down. After opening the sheath, one vbx stent graft cell appeared deformed/everted. The patient was doing well after the procedure and has not suffered any negative consequences. The health care professional (hcp) believed that the cause of event was mechanical interaction with the introducer sheath, causing deformation of one vbx stent graft cell and subsequent entrapment within the sheath. The hcp also further described, that at the end of the vbx stent graft, there was a metal string that acted like a small hook.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21, d16: the medical device returned for further investigations. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.